Event description:
Reporter stated that a piece of the softclix lancet remained in the patient's finger after use. Reporter did not indicate if patient sought or received any treatment. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This event occurred in (B)(6).